Event description:
It was reported that the patient underwent a right elbow procedure. Subsequently, the patient was revised due to pain, loosening and impingement approximately after six years. No additional patient consequences were reported as a result of this event.

Manufacturer narrative:
(B)(4). Report source: foreign- UK. Reported event was confirmed by review of pictures and radiographs. Visual examination of the provided pictures identified the explanted products. Review of the available radiographs identified the following: periprosthetic lucency of the ulnar implant, consistent with loosening. Findings which would support but difficult to confirm the complaint impingement. Nonspecific soft tissue swelling dorsally. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2022 -02461.